Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records final analysis found the proximal insulation abraded from 3.8 to 5.2 cm and the proximal coil exposed from 4.1 to 4.7 cm from the tip electrode. The damages found were most likely due to friction with another implanted device. The proximal coil rubbing with another implanted device in the abrasion area could cause the reported capture and sensing anomalies.

Event description:
It was reported that the ventricular lead exhibited high capture threshold and poor sensing threshold. The lead was capped and replaced by a competitor's lead. On (B)(6) 2010, remainder of the capped lead was explanted due to infection.